Event description:
Boston scientific received information that during a recent follow-up this left ventricular (lv) lead displayed high out of range pacing impedance measurements, and increased threshold measurements. It was noted this patient fell down recently. At the previous follow-up the pacing impedance was within range. The decision was made to reprogram the output, and the pacing configuration was changed. This patient is not pacemaker dependent, and will continue with normal follow-ups. There were no adverse patient effects reported.

Manufacturer narrative:
This lv lead remains in service. At this time there is no additional information. Should additional information become available, this report will be updated.

Event description:
Subsequently, additional information was received that, during the last follow-up, this lv lead still displayed high out of range pacing impedance measurements, increased threshold measurements and no capture. An x-ray was performed, and lead fracture was not observed. The physician performed a venous contrast from the arm in order to see if there was a subclavian occlusion. Fibrosis between the leads was observed. The decision was made to explant and replace this lv lead in the near future. During the same procedure, the pg will also be replaced. There is no allegation against the pg. The lv lead was deactivated until the explant procedure can take place. This patient is not pacemaker dependent, and there were no adverse patient effects reported.